Event description:
End user stated, she got chair from rehab center about two months ago. She was getting on bus and driver noticed her right front caster is bent. Her left back wheel is not making contact with the ground.